Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was partially fired. The anvil of the loading unit was severely bowed and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed on the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The endo gia stapler was not fired. When was the problem noticed: during-procedure: lap. Whipple patient involvement? Yes, patient injury? No, patient information: n/a, what is the current condition of the patient? Stable, medical intervention required? No, was surgery time extended by 30mins or more? No, was product tested prior to use? Yes, UDI number: n/a. Additional information received on 01/18/2017: what is the product ID of the reload that was used? Universal roticulator sulu 030458 60-3.5mm staple reload. If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Universal roticulator sulu, what is the lot number of the reload? I cannot get the information, what is the UDI number of the reload? I cannot get the information. Can you confirm if the reload will be returned for evaluation? It's on the way to return. Was the reload reprocessed or re-sterilized prior to use? No, it's the new one. Was any reinforcement material used in conjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? What was the item code and lot / serial number of the reinforcement material? Were the jaws of the device able to close onto the tissue? Yes. If yes, were the jaws able to be removed from the tissue without issue? No. Was the knife able to advance? No. Was any of the tissue cut? No. Were any staples able to be deployed into the tissue? No. What was done to correct the issue and complete the procedure? They used the other new one to complete the procedure. What is the current status of the patient? Fine. Can you confirm if the egiaustnd handle will be returned for evaluation? Yes, it's on the way to return. Was the device reprocessed or re-sterilized prior to use? No, it's the new one.